Manufacturer narrative:
The product was returned for evaluation and bone wax was present on the purge side arm filter. Upon removal of the bone wax, a leak from a crack in the filter was confirmed. The provided data logs confirmed low purge pressure alarms triggered on 26jul2021 at 20:11. The root cause of the leak in the purge side arm filter was most likely use related as it was reported that the catheter was not fixed properly, despite retraining. Per the IFU: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 55-year-old male patient was implanted with an impella device for mechanical circulatory support. During support, a leak was observed from the purge arm filter. The pump was subsequently explanted as a result of the noted issue. The patient was stable with no report of harm or medical intervention.